Event description:
This peritoneal dialysis (pd) patient¿s spouse reported that the patient passed away on (B)(6) 2024 while connected to the liberty select cycler. No additional information was provided. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient death. However, there is no documentation in the complaint file to show a causal relationship between the patient¿s death and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Although no information was provided as to the cause of death, dialysis patients are at extraordinarily high risk for death with cardiac disease being the leading cause. In the united states renal data system (usrds) database, the single, largest, specific cause of death is attributed to arrhythmic mechanisms or sudden cardiac arrest (sca). End stage kidney disease patients have a high mortality rate with cardiovascular disease reported as the leading cause of death among dialysis patients. Nearly a quarter of deaths are listed as being from an unknown cause. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This peritoneal dialysis (pd) patient¿s spouse reported that the patient passed away on (B)(6) 2024 while connected to the liberty select cycler. No additional information was provided. Attempts to obtain additional information were unsuccessful.